Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was implanted in the morning and about an hour later the patient was experiencing numbness from the waist down. Surgical intervention took place where the system was explanted to address the issue. Currently the patient's numbness has been resolved, and the manufacture representative will not be receiving further updates regarding the status of the numbness.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.